Manufacturer narrative:
(B)(4). Batch # p93906. Investigation summary: the device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and resulted in "reactivate two switch activations detected" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. No conclusion could be reached as to what caused the hand activation failure. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that ¿restart generator¿ alert screen displayed by generator. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.